Event description:
It was reported the bronchovideoscope displayed an e315 scope communication error. The issue was found during set up / inspection for use (during set up in room / before patient in room).

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, no device problem was found, therefore, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.